Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had sudden drop of battery from three years to four months of longevity for a span of four months. Initial analysis indicated that this device exhibited increased in power consumption which affected the device longevity. Engineers recommended replacing the device. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had sudden drop of battery from three years to four months of longevity for a span of four months. Initial analysis indicated that this device exhibited increased in power consumption which affected the device longevity. Engineers recommended replacing the device. Additional information indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.